Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the lens cut in two pieces and missing piece of one haptic. (B)(4).

Event description:
A cc4204a, +19.0 diopter, collamer single piece intraocular lens was returned to the manufacturer in two pieces. Returned product indicated patient contact and a vitrectomy was performed. The facility indicated there was a capsule tear and the lens was not implanted. A staar phaco machine was not used. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of report: (B)(6) 2017 to (B)(6) 2017. (B)(4).